Event description:
Customer reported to a gambro intensive care specialist that they had a pt on the prisma. The nurse diagnosed and calibrated the scales prior to initiating the treatment. The pt fluid removal was set at 0.0 and prismasate solution was used for dialysate, using the spike. After 30 minutes of treatment, when the dialysate flow was increased to 200ml/hr, multiple dialysate incorrect weight change alarms occurred. The nurse confirmed that the solution was spiked appropriately, the dialysate line was unclamped, no kinks noted of the line, nothing was supporting the bag or scale, and the nuts on the pumps were tight. The screen showed patient fluid removal= 37ml, dialysate= 7ml, and effluent total= 41ml. The facility had another machine available, so the machine was changed.